Event description:
It was reported that this lead was damage during a non-bsc extraction. The physician accidentally damage the lead during the procedure. This lead was successfully replaced. No adverse patient effects were reported. Dm

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further pertinent information be provided.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this lead was damage during a non-bsc extraction. The physician accidentally damage the lead during the procedure. This lead was successfully replaced. No adverse patient effects were reported. Dm